Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate antitachycardia pacing - atp therapy due to bigeminal rhythm. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences.